Manufacturer narrative:
Pr# (B)(4). On 19apr2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported via email: product 88-9199 (monopolar cord) sparked during use and severed near the connector that connects to the instrument. No patient harm. The hospital still has the cord and is sending it through their internal quality process before they will release the cord for us to evaluate. Requesting clarification how many uses the cord is good for. On 10may2018 additional information: I believe the cords were not saved¿.we aren¿t able to find them. No further information available.